Event description:
It was reported "pr9 placed successfully under echo and flouro w/o event. During first admin of retrograde, lost cvp waveform amplitude about 3/4 through run. Tried again during second run but could not get pressure bump. Physician opted to give intermittent ante grade for rest of case. After case, pr9 was examined and there was no issue with balloon holding volume or leaking. We suspect that pr9 fell back during first dose if retrograde, thereby losing occlusion. No adverse events reported. Patient is (B)(6) male for minimvr repair."

Manufacturer narrative:
The device was not retained by the hospital for evaluation and an investigation into root cause could not be performed. The device was discarded at the hospital. The investigation into the occlusion difficulty could not be performed. Information provided by the hospital is being used to assess performance of the device. The current information does not indicate a product malfunction. There will be no pra or CAPA initiated for this event due to no allegation of product malfunction at this time. Trends will continue to be monitored through the edwards quality system. The IFU, training, and risk controls are appropriate at this time.